Manufacturer narrative:
The thermogard xp ivtm console (s/n (B)(4) was evaluated at the customer site. The reported complaint that "the thermogard console was leaking a liquid" was not confirmed during system's event log review or functional testing. During functional device inspection, no liquid was found to be actively leaking from the thermogard console, and the device functioned as intended. The root cause of the reported complaint was most likely due to an overflow of saline into the console from the start-up kit (suk) during a previous usage of the console. Dried saline traces were observed inside the console's air trap chamber, drip pan, and on the cooling engine compressor. No documented complaint was found for a leaking suk reported by this customer. The interior of the console was cleaned as part of the service action. Further visual inspection of the thermogard console revealed that the coldwell cap was missing, attributed to user mishandling. The coldwell cap was replaced to address the issue. A review of the system's event log showed no significant error messages or discrepancies. The thermogard console passed functional testing without any fault or error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.

Event description:
The customer reported that the thermogard xp ivtm system (s/n (B)(4) was leaking a liquid. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.